Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had 2 sensors that did not work properly for her. Customer stated that the first sensor was used at the end of january and it worked for about 24 hours. Then, the blood glucose and sensor glucose value were far apart. Customer stated that when she removed the sensor, the electrode was stuck under the adhesive. Customer's blood glucose was 10.6 mmol/l. Customer stated that the second sensor did not give her a meter blood glucose now alarm after having it in for at least 10 hours. When the customer removed it, there was no electrode.